Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
The tip of screw driver was broken during axsos implanting procedure. Attempted to turn the locking screw by the screw driver, however the direction of screw on the bone was not appropriate. So attempted to retrieve the screw, but couldn't turn and broken the tip of screw after turn more.

Manufacturer narrative:
The reported event that screwdriver bit axsos t15, ao fitting 4.0mm locking set was alleged of 'breakage during surgery' could be confirmed. Based on investigation, the root cause was attributed to be user related. The failure was probably caused by mishandling of the device. The device inspection revealed that the breakage surface of both screwdrivers shows progression lines surrounding a peak of material, which is consistent with fatigue breakage due to overtorqueing of the device. The device inspection points to overtoqueing of the screwdriver which ultimately led to breakage. Additionally it was not reported the use of a torque limiter, like recommended by the operative technique. Moreover, it cannot be excluded that the screwdrivers had previous damages from other usages. Attention should be taken in the maintenance of multiple use devices and the instructions for cleaning, sterilization and maintenance should be followed. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If any further information is provided, the investigation report will be updated.

Event description:
The tip of screw driver was broken during axsos implanting procedure. Attempted to turn the locking screw by the screw driver, however the direction of screw on the bone was not appropriate. So attempted to retrieve the screw, but couldn't turn and broken the tip of screw after turn more.